Event description:
It was reported to boston scientific corporation in 2007 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2006. According to the complainant, approx four days after the prolieve procedure was completed, the pt complained of a "burning sensation" upon and after voiding. A mild urinary tract infection was noted. Pt underwent a complete urinalysis and micro-analysis. Leukocytes were observed and levaquin was prescribed. The urinary tract infection (uti) was completely resolved the following month.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.